Event description:
Additional information: it was reported on (B)(6) 2012 that the patient never had therapeutic effect. The reporter stated that on more than one instance the pump had been full of medication when they went to fill it. No audible alarms were reported. It was reported that a dye study was done in april and it was thought that the catheter was kinked. It was reported on (B)(6) that the actual residual volume (arv) was greater than the expected residual volume (erv). A catheter kink was suspected; however, the physician stated that "the dye study was fine". It was reported on (B)(6) that there was "lack of efficacy". Results for dye study performed on (B)(6) 2012 showed minimal cerebrospinal fluid (csf) aspirated but dye was injected without problem. Also showed "good intrathecal spread". Results of pump rotor study on (B)(6) 2012 showed no issue as rotor movement was seen.

Event description:
It was reported that the pump was not delivering the medicine. Patient was seen on (B)(6) for a pump refill. It was indicated they expected to aspirate 5 cc, instead aspirated 35 cc. A dye study and rotor study were performed. Results were negative. The pump was set to simple continuous. Patient followed up in the clinic (B)(6) 2012. The pump was "supposed to have 36," aspirated 39 cc. (Which is what was "infused when she had the pump refill done a month ago.") Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted:unk. (B)(4).

Event description:
Additional information received reported that there was a surgical revision done. No other information was provided, so it was not clear what was revised or when the revision took place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Update/correction: on 2012-jul-13 a company representative reported that regarding the old drug, the pump was administering morphine with concentration 5 mg/ml at a dose rate of ¿4 mg/ml¿. On 2012-jul-13 it was further reported that the new/current drug being administered via the pump was morphine with concentration 5 mg/ml at a dose rate of .27 mg/day. The previously applied conclusion code is no longer applicable. The conclusion code remains applicable to the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the pump was explanted on (B)(6) 2017. It was noted that the device would be returned to the manufacturer; analysis was requested. The indication for use regarding the patient¿s pump was non-malignant pain and other failed back syndrome. As per the manufacture¿s device registry, the patient catheter was replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).